Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
Reporter indicated "filter legs did not fully open."

Manufacturer narrative:
A review of the manufacturing and inspection records for this lot was conducted, and no deviations or non-conformances were recorded. One sample was returned by the customer for review. The customer returned the pusher wire, cartridge, delivery catheter sheath, and dilator. However, there was no filter returned for evaluation. Without the return of physical filter samples or images of the reported defect, a thorough investigation into the filter expansion issue cannot be conducted, and we are unable to confirm the complaint. Since the complaint cannot be confirmed, no corrective will be taken at this time. Additional information provided in d9, h3, h6 and h11.